Manufacturer narrative:
A review of the controller log files associated with the event captured in (B)(4) showed a rise in power consumption has been logged starting on (B)(6) 2016 to a peak of 6.0w on the same day outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed a rise in power consumption starting on (B)(6) 2016; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors like thrombus formation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the vad coordinator that the patient was scheduled to have a right heart catheterization (rhc) on (B)(6) 2016, however, it was postponed due to high inr level (2.9). He has since reported significant hematuria and his warfarin has been suspended. The patient will remain in the hospital as he awaits urology assessment. Preliminary log file analysis revealed increase in power consumption. Thrombolytics were administered. No further information was provided.

Manufacturer narrative:
Additional information provided states that the patient initially presented with multiple high power alarms on (B)(6) 2016 and mildly elevated ldh of 420. He was admitted and three days following admission he reported marked hematuria and a ldh that could not be charted. The patient received tpa on (B)(6) 2016 with immediate resolution of pump powers. The patient eventually suffered an aki which is slowly resolving and has since been placed back on the urgent transplant list. The patient had been scheduled for a rhc but was rescheduled due to re-evaluation of uncontrolled pulmonary pressures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.